Event description:
It was reported that guidewire fracture occurred requiring additional intervention. Vascular access was obtained via femoral artery. The target lesion was located in the carotid artery procedure. A 200 cm x 10 cm fathom -14 guidewire was selected for use. The patient was sedated with local anesthesia. During the procedure, a balloon was delivered along with the guidewire to the lesion. However, it was noted that the guidewire suddenly fractured partially. The fracture guidewire was completely removed from the patient by a thrombectomy stent, and the procedure was ended. No complications were reported, and the patient was stable post procedure. It was further reported that fractured part of the guide wire was separated from the rest of the guidewire and the tip is inside the blood vessel, and the snare cannot hook the guidewire tip, and the procedure was cancelled.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows only a section of the distal tip was returned, and it was observed that it was bent and detached. Media inspection showed the distal tip fractured and bent both outside and inside the patient. Based on the evidence, the reported allegations of guidewire fractured was confirmed.

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. Vascular access was obtained via femoral artery. The target lesion was located in the carotid artery procedure. A 200 cm x 10 cm fathom -14 guidewire was selected for use. The patient was sedated with local anesthesia. During the procedure, a balloon was delivered along with the guidewire to the lesion. However, it was noted that the guidewire suddenly fractured partially. The fracture guidewire was completely removed from the patient by a thrombectomy stent, and the procedure was ended. No complications were reported, and the patient was stable post procedure. It was further reported that fractured part of the guide wire was separated from the rest of the guidewire and the tip is inside the blood vessel, and the snare cannot hook the guidewire tip, and the procedure was cancelled.

Event description:
It was reported that guidewire fracture occurred requiring additional intervention. Vascular access was obtained via femoral artery. The target lesion was located in the carotid artery procedure. A 200 cm x 10 cm fathom -14 guidewire was selected for use. The patient was sedated with local anesthesia. During the procedure, a balloon was delivered along with the guidewire to the lesion. However, it was noted that the guidewire suddenly fractured partially. The fracture guidewire was completely removed from the patient by a thrombectomy stent, and the procedure was ended. No complications were reported, and the patient was stable post procedure.